Event description:
Customer reported experiencing high blood glucose readings of 435 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Low reservoir alarm was noted in the alarm history. Customer stated that the reservoir compartment smelled like insulin. Self test was performed and passed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.